Event description:
During service, a baxter technician discovered on (B) (6) 2009 that the stop key on the pumphead module keypad was inoperative. There is no adverse event, patient injury or medical intervention associated with this report. This device utilizes user interface module master (B) (4) categorized as remediated. There is no further complaint information available.

Event description:
During thoracoscopic surgery (bilateral sympathectomy) a 5mm autosuture endoclip would not grasp the tissue and kept losing the clips.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. It was discovered during service at baxter that the stop key on the pumphead module keypad was inoperative. The pumphead module keypad was replaced.

Manufacturer narrative:
(B)(4).there is a CAPA investigation associated with this complaint. (B)(4).